Manufacturer narrative:
The device was not in use at the time of the event; therefore, no further investigation is required.

Event description:
On (B)(6) 2026, senseonics was made aware of a user being hospitalized with hyperglycemia. At the time of the event, the user was not using the eversense system because the transmitter had been lost the previous day. As a result, the user did not receive alerts when their blood glucose rose to 320 mg/dl. The user received hospital treatment, including IV therapy and insulin (approximately 15 units of both long- and short-acting insulin), and was later discharged in improved condition. The healthcare provider was aware of the event.